Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 their receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it was found no observations related to the customer complaint. A global receiver functional test was performed on the receiver, finding no failures related to the customer complaint. Receiver's data logs were downloaded and reviewed, finding a screen error alarm, in addition to firmware errors. Performed a pairing test on the receiver and it passed. Based on the finding of a screen error alarm this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.